Event description:
It was reported that a patient presented to the emergency room. Device interrogation revealed high pacing impedances and high defibrillation impedance, no capture at max output, and no sensing. Chest x-ray was performed and revealed no issues with the leads. The physician elected to explant and replace the implantable cardioverter defibrillator (ICD). The patient condition was stable.

Manufacturer narrative:
The reported event of high impedance was confirmed from the device image. The report event of no sensing and no capture could not be determined. Upon receipt, the device was in bvvi mode. The device entered bvvi mode after explant. The device was damaged during analysis; therefore, the cause of bvvi could not be determined and further investigation could not be done. The cause of the field event is undetermined.